Manufacturer narrative:
(B)(4). The reported field event of a lead insulation anomaly was confirmed in the laboratory. Visual inspection noted that the connector pin was pulled loose from the lead body tubing. The connector cap appeared previously bonded to the lead body and the connector crimp was noted to be crimped.

Event description:
It was reported that a patient presented for implant. During the tug test, lead insulation at the proximal point of the lead occured. The lead was replaced. The procedure was successful.